Event description:
Case description: patient's weight, height and body mass. Current condition: type 2 diabetes mellitus. Investigation results: name: novofine 32g tip 6mm with batch number: 18a11k. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem was found. A visual examination of the product was performed. For novofine 32g x 6mm carton 8-4304-31-301-4 as per complaint description where there is no information about how the inner needle cap has to be removed. Since last submission the case has been updated with the following information: -investigational results updated. -manufacturers comment updated. Narrative updated accordingly. Manufacturer's comment: on 04-feb-2020: the device (novofine 32g 6 mm) has not been returned to novo nordisk a/s for investigation. However, the user did intentionally bit the inner needle cap off during which the patient accidentally inhaled and swallowed the cap resulting in whistling sound when taking a deep breath. H3 continued: evaluation summary: name: novofine 32g tip 6mm with batch number: 18a11k. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem was found. A visual examination of the product was performed. For novofine 32g x 6mm carton 8-4304-31-301-4 as per complaint description where there is no information about how the inner needle cap has to be removed.

Event description:
Hears a whistling sound when taking a deep breath [breath sounds abnormal]. Accidentally inhaled or swallowed inner needle cap [foreign body aspiration]. Case description: this serious spontaneous case from the united states was reported by a consumer as "hears a whistling sound when taking a deep breath (breath sounds abnormal)" beginning on (B)(6) 2019, "accidentally inhaled or swallowed inner needle cap(foreign body aspiration)" beginning on (B)(6) 2019, and concerned a (B)(6) male patient who was treated with novofine 32g 6 mm (needle) from unknown start date and ongoing for "type 2 diabetes mellitus". Current condition: type 2 diabetes mellitus (duration not reported). Concomitant products included - novolog flexpen(insulin aspart) solution for injection, 100 u/ml on (B)(6) 2019, the patient intentionally bit the inner needle cap off and accidentally inhaled and swallowed the cap. As a result, the patient hear a whistling sound when taking a deep breath. Batch numbers: novofine 32g 6 mm: 18a11k. Action taken to novofine 32g 6 mm was reported as no change. The outcome for the event "hears a whistling sound when taking a deep breath(breath sounds abnormal)" was not recovered. The outcome for the event "accidentally inhaled or swallowed inner needle cap(foreign body aspiration)" was not reported.